Event description:
Customer reported the alarm does not sound when weight is applied to the floor sensor. Batteries have been replaced with a new supply. No visible damage to the outside of the packaging reported. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. (B)(4).